Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was disposed of by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Complaint reported from (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Disposed of by hospital.

Event description:
It was reported patient underwent hip revision to a spacer mold due to infection. During the insertion of the spacer, the patient's femur fractured. Attempts have been made and no further information is available.